Manufacturer narrative:
(B)(4). Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the an amia cycler experienced a low priority alarm 30166 during priming. The patient was not connected at the time of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.